Event description:
I used fixodent from approx (B)(6) 1983 to present and other dental creams. While I was using those products, I began to have numbness and tingling in my extremities. In 2006 to present blood tests showed I had low levels of copper and high levels of zinc in my blood. I fell in 2008 and had hurt my neck and shoulder. I also have problem with my back and hip bone. Bones are fractured also. I have problem with my stomach, also headaches(see MRI). I took physical therapy and shots for pain at bone specialist's office, dr (B)(6) office from an accident where I fell. In 2008, treatment (bone/joint specialist) 2009-2010 (B)(6). Fixodent dose: 2 tubes 2 times a day. Fosamax, cvs drug store.

Event description:
Add'l info received from reporter on (B)(6) 2013: send response to (B)(6). I am requesting a f/u on this report. I'm still having problems with stomach, mouth, etc. I have used the denture products since 1982 to present. I look to hearing from you very soon. Medical file is at (B)(6).

Event description:
Add'l info rec'd from rptr: (B)(4) 2013. Denture cream, I would like to file a f/u report. I am still having problem with my health. I have used the cream for 31 years. The last ten has made me the "illest". I do look forward to hearing from you very soon. Thank you, may god bless all of us.